Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys estradiol iii assay on a cobas 6000 e 601 module. The first sample initially resulted with an estradiol value of > 11010 pmol/l. The sample was automatically diluted 1:2 by the analyzer and repeated, resulting with a value of 13579 pmol/l. The 13579 pmol/l value was reported outside of the laboratory. The sample was automatically diluted 1:5 by the analyzer and repeated, resulting with a value of 11780 pmol/l. The sample was automatically diluted 1:10 by the analyzer and repeated, resulting with a value of 10246 pmol/l. The second sample initially resulted with an estradiol value of > 11010 pmol/l. The sample was automatically diluted 1:2 by the analyzer and repeated, resulting with a value of 12022 pmol/l. The 12022 pmol/l value was reported outside of the laboratory. The sample was automatically diluted 1:5 by the analyzer and repeated, resulting with a value of 10290 pmol/l. The sample was automatically diluted 1:10 by the analyzer and repeated, resulting with a value of 9123 pmol/l. The serial number of the e 601 analyzer is (B)(4). For samples with estradiol concentrations above the measuring range, product labeling states "the recommended dilution is 1:10 (automatically by the analyzers)."

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.